Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented in clinic during follow up, post-paced t-wave over sensing was noted on the ventricular channel .programming changes were made. Patient was in good condition.